Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cath would not thread over the guidewire." This was found prior to use. The customer reported similar incidents has occured however futher details were not provided for those incidents. Associated MDR numbers include: (B)(4) and (B)(4).